Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® 9nc 0.129m plus blood collection tubes are not filling properly. The following information was provided by the initial reporter: customer is reporting having an issue with the tubes not filling properly.

Manufacturer narrative:
H.6. Investigation summary: mat: 363080, lot: 2080607. Bd received (B)(4) customer samples and 1 photo in support of this complaint. The (B)(4)samples were inspected with no issues being identified. The product does expire 30sept2022. The photo was visually evaluated showing the amount of specimen drawn into the tubes is below the fill line on the tube. Additionally, 10 customer samples were inspected and tested with no issues being identified. Furthermore,10 production lot in-house retention samples were inspected and tested and no issues related to underfill were observed. Bd was able to confirm the customer¿s indicated failure mode because the photo does show the amount of blood is below the fill line; however, the complaint could not be duplicated in the customer sample and retention testing. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-09-29 h3 other text : see h.10.

Event description:
It was reported while using bd vacutainer® 9nc 0.129m plus blood collection tubes are not filling properly. The following information was provided by the initial reporter: customer is reporting having an issue with the tubes not filling properly.